Event description:
Customer returned the device for evaluation and repair of the device issue of wrinkling of the insertion tube and squashing of the supply tube observed during maintenance. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the bending section had damage with distal end rubber coating (a-rubber) and the bending sheath broken with metal protruding. This medwatch is being submitted for the issue of damage to the bending section with a-rubber and the bending sheath broken and metal protruding as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the bending section had damage with distal end rubber coating (a-rubber) and the bending sheath broken with metal protruding. Other observations for the device are: due to damage on ultrasonic cable, the number of missing element exceeds the standard value; acoustic lens is damaged; light guide (lg) lens has a crack; adhesive on a-rubber has a chip; connecting tube has a buckling; due to wear of angle wire, the play of up/down and right/left knobs is out of the standard value; ultrasonic cable has a buckling; suction cover (s-cover) has a crack; control unit has discoloration; and mouthpiece is deformed. The customer reported issue could not be confirmed; the insertion tube is not deformed or snaky. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.